Event description:
It was reported that: the patient is not constantly in pain but, when she gets the pain, it is very bad.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems. See CAPA (B)(4). This device has been identified as a concomitant product.

Manufacturer narrative:
The following other hip devices were also listed in this report:rejuvenate strght prfit tmzf 127 mono stem size 6, cat# spt-063800s, lot# mhl4xy-1.trident hemispherical cluster hole shell, cat# 502-11-54e, lot# 31691301.delta v-40 ceramic head 36/+5, cat# 6570-0-236, lot# 26971801.it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that: the patient is not constantly in pain but, when she gets the pain, it is very bad.

Manufacturer narrative:
An event regarding pain involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: the reported device was not returned for evaluation. Medical records received and evaluation: insufficient information was received for review. Device history review: the reported device was manufactured and accepted into final stock. Complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined as the devices were not returned for evaluation and no medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that: the patient is not constantly in pain but, when she gets the pain, it is very bad.